Manufacturer narrative:
Additional failure analysis investigation was completed. Housing was removed and I-beam was attempted to be manually driven out but could not be fully driven out. I-beam forward progress stopped after a few millimeters. The I-beam sleeve was observed to be damaged when viewed through the clamp indicator window. Instrument was disassembled to find the orange I-beam sleeve damaged near the distal clevis. Based on visual inspection, firing failures that site experienced and subsequent in-house firing failure appears to be a result of a damaged I-beam sleeve. The closed coil spring at distal end of the I-beam assembly appears to be bent proximal to the sleeve damage location. The cause of damage to I-beam sleeve is unknown at this point; however, it's possible that the I-beam sleeve is catching some internal components at the distal end during I-beam extension/retraction, causing increased friction that leads to eventual damage of the sleeve.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the stapler instrument involved with this complaint and completed the evaluation. Failure analysis (fa) investigations replicated and confirmed the customer reported complaint that the stapler misfired twice. The instrument was found to have a firing failure based on log review and was replicated during in-house testing. The instrument was placed and driven on an in-house system. The instrument was fired and failed the firing with "tissue too thick" error message displayed. Root cause of this failure is attributed to a component failure. The partial fire log details revealed that during a sleeve gastrectomy there were two partial fires by the stapler with white and blue reloads. The completion percentages were 40.95% and 39.34%. The firing number of partial fires was 4 and 5 and the overall firing number was 4 and 5. There were nine clamps in the instrument history. Additional observations not reported by the site that are related to the primary failure include that the instrument was found to have a jammed I-beam assembly. The I-beam assembly was extended but stopped at the "50" markings of the jaws. Root cause of this failure is attributed to a component failure. The instrument was found to have a damaged sleeve of the I-beam assembly. The instrument will be transferred to engineering for further investigation. No image or video clip for the reported event was submitted to isi for review. A review of the procedure log showed the sureform stapler was last used 7 times in a gastric bypass (roux-en-y) procedure performed on system (B)(4). Three blue reloads and four white reloads were used in the procedure. Based on additional information obtained from failure analysis investigations, this complaint is considered a reportable event due to the following conclusion: it was reported that the stapler sureform misfired twice. Furthermore, failure analysis confirmed the I-beam assembly was jammed. Medical intervention may be required in the event that the stapler fails to unclamp from tissue when commanded by the user or system. At this time, the root cause of the reported failure appeared to be related to a component failure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) surgical procedure, the sureform stapler misfired twice. The procedure was completed with the use of a backup stapler with no reports of patient injury. Intuitive surgical, inc. (Isi) has made multiple follow-up attempts to obtain additional event information. However, no further details have been received as of the date of this report.